Event description:
Received a result of 99mg/dl at 12:30am. The customer was having low blood glucose symptoms. Roommate stated customer was really out of it. Paramedics were called and tested and received a result of 25mg/dl. The customer was given glucose. It is unk if controls were in use. A request was made for the return of the suspect device and replaclement product was sent.